Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture,

Event description:
Patient reported right side lump and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, right side lump and rupture. The device has been explanted.

Event description:
Patient reported, right side lump and rupture. The device has been explanted.

Event description:
Patient reported right side lump and rupture. Physician later confirmed rupture. Physician later reported "capsular contracture, grade 2." Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/23/2024.